Event description:
A hospital in another country, reported to a fisher & paykel healthcare rep that the air tube connecting the gas block to the flow meter of the neopuff infant resuscitator component of an iw952aek cosycot infant warmer was kinked. This event was detected at acceptance testing of the device, prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The air tube component of the subject cosycot infant warmer ('the infant warmer') was replaced by a technician at the service center in another country. The infant warmer was subsequently returned to the hospital following servicing. The defective air tube was discarded and will not be returned to fisher & paykel healthcare for examination. We have only recently received additional info on this event to assist with our analysis. This analysis is currently ongoing. We will provide a follow-up report upon completion of the analysis of this event.